Manufacturer narrative:
A ge healthcare service technician performed a checkout of the equipment, and the reported complaint was confirmed. Power supply, pneumatic module and switching board were replaced. Patient information currently unavailable. Date of manufacturer was unavailable at time of MDR submission.

Event description:
The hospital reported that there is a burning smell and unit showed "service notice" message. A ge healthcare service representative reviewed the logs and noticed the error code 345 and 346. The patient was reportedly switched to another machine to complete the case. There was no reported patient injury.

Manufacturer narrative:
The customer contact reported there is no patient information available.